Event description:
The customer reported that the 840 ventilator had an inoperative upper gui screen while in use on a pt. The pt outcome was not provided. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).